Event description:
See manufacturer # 3004209178-2009-05333. It was reported that the patient experienced pain at both of the neurostimulator implant sites. She has had injections of lidocane and depo at the device site, which has helped with the pain. The patient was unable to move the devices under her skin. She was able to feel a wire 1 inch away from the battery and if she lies in a certain position, she experiences an electrical shock for short periods around the devices. She also experienced pain "shooting down legs when walking." The pain was also around her hip and into stomach. She has stiffness in the middle of her back, between her devices. She was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).